Event description:
Consumer from (B)(6) reported to church and dwight co., inc. (B)(4) that "lower bristle plate fell off brush head." Brush used longer (over 3 months) than use instruction dictate (3 months). No injury reported.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads and bodies are manufactured at the following location: (B)(4).